Event description:
See initial report.

Manufacturer narrative:
H11 a field service engineer (fse) was dispatched to the customer facility, confirmed the issue and to fix it the internal pcb board has been replaced. Cleaning and functional checks were performed with positive results and the unit returned to service.

Manufacturer narrative:
H11: complaints database analysis revealed no concerning trend for this type of failure and no similar event since unit installation in 2010. Based on the investigation findings, the root cause of the event was traced back to a defective electronic board. Such failures can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 mast roller pump gave a "fault in motor controller" error message (433 code) during procedure, when pump cover was opened and closed 2-3 times while the pump was running. The pump cannot be turned on unless the power is turned off and on. Even the pump is turned on after restarting it, the error occurs again if pump cover is opened and closed 2-3 times in the same way described above. There was no patient injury.